Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
The lifeband is not pulling up like intended. Customer states that there is some physical damage.